Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic bypass on the first try the reload would not fire. The sled moved slightly moved forward. On the second try the second reload would not fire. The pan was bent at the proximal portion of the reload. A third device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: when was it noticed that the cartridge pan was bent? During firing? No or when the cartridge was removed from the device? Thru the zip loc bag it was placed in

Manufacturer narrative:
(B)(4). Batch # p5647t the analysis results showed that one gst60g cartridge reload was returned with 14 drivers missing making the reload non-functional. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.